Event description:
A malfunction alarm labeled malf 12, indicating a momentary power loss to the vibrator motor, was reported. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the process, and confirmed that the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, which they acknowledged and understood.